Event description:
It was reported the device was explanted due to noise on both the atrial and ventricular channels, occurring when the patient lifted his left arm. Atrial undersensing was reported, and intermittent oversensing on both atrial and ventricular channels, simultaneously. The leads were evaluated and both had acceptable parameters and were properly connected. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: no anomalies found.